Event description:
A healthcare professional reported during a procedure, the cortex mode was slow and a noise was heard within the system. An alternate system was used to complete the case w/o harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported issue. The system was then tested and met all product specifications. No sample was returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate the reported event. The root cause is unk at this time. (B)(4).